Event description:
It was observed that during the device evaluation, the subject device exhibited glutaraldehyde crystallization deposits inside the endoscope due to the invasion of the disinfectant solution. Moreover, the chain in the control body exhibited slight crystallization. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device , which was identified as ga (glutaraldehyde). However, the definitive root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use in: ¿the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.